Event description:
The cylinders were removed from the patient and replaced due to "rupture of external sheath which retracted to the tip of the left cylinder and hernia of the inner cylinder without fluid loss."